Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed their cartridge, infusion set tubing and infusion set site multiple times. The customer's blood glucose (bg) level was 352mg/dl and a manual injection was administered to address the bg level. As the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.